Manufacturer narrative:
(B)(4). Results of investigation: carefusion 3rd party certified service technician was able to duplicate the reported complaint regarding ventilator delivering higher than set tidal volume. Flow valve was replaced to resolved the reported issue.

Event description:
The customer reported that the ventilator was delivering higher than set tidal volume. At this time it is unknown if there was any patient involvement associated with the reported malfunction.